Manufacturer narrative:
Findings: reliability analysis inspected 3 opened/used reservoirs performed pre-fill all reservoirs. Reservoirs passed per inspection no air bubbles anomaly was found during analysis. Checked o-ring for defects and none was found. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 463 mg/dl. The customer did not mention any symptoms of high blood glucose levels. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer did not mention any form of treatment for their blood glucose levels. The customer will send the current sets back for analysis. The customer was sent new reservoir and infusion sets. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.